Manufacturer narrative:
Since the device has been discarded and the serial number was not provided, no further investigation can be performed at this time. Based on the information provided and the medical judgement the root cause of the event can be attributed to mis-sizing of the perceval valve. The perceval valve was implanted off IFU, the IFU for perceval states that the sinotubular (st) junction ratio = 1.3 the st juntion ratio was upper limits (2.7 / 3.8 approx) which is 1.4. The manufacturer has followed up for more information. If additional information is received the manufacturer will update the report.

Event description:
On (B)(6) 2021 the surgeon performed grafts / mitral repair and avr; implanting a memo 4dr and then an xl perceval. During the toe off bypass the patients pressure dropped dramatically, the perceval was seen to be in the lvot. They went back on bypass and resized for a perimount and implanted a 27 perimount. The surgeon commented that in hindsight the white end of the perceval xl sizer was not as snug in the annulus as perhaps it should have been. The surgeon stated that the clear end of the xl sizer was the same as the perimount 25 sizer and so went with a 27. It was also commented that the annulus to st juntion ratio was upper limits (2.7 / 3.8 approx). Based on the medical judgement the root cause of the event was attributed to mis-sizing of the perceval valve.